Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas had a cracked screen while otherwise remaining functional, and a replacement device, along with a new hard case and clip, was arranged and shipped with instructions for data sync, shutdown, and return. Symptoms included no reported adverse health effects and no blood glucose issues. Outcomes included continued use of the dexcom cgm and the existing ilet until the replacement arrived, with no clinical intervention, hospitalization, or medical treatment required. Investigation included customer service troubleshooting and education, verification of device serial number, and logistical coordination for device replacement and return. Investigation of this case revealed physical damage to the display component without impact to therapy or cgm integration, consistent with a device mechanical or enclosure issue isolated to the user interface screen. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage rather than device malfunction.